Event description:
The customer reported the system displayed a "generator error". This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is nor report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.